Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The patient was administered a holter monitor for further investigation. Loss of capture was noted on the right ventricular lead, the patient is dependent and will be monitored until pulse generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.